Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion at infusion set site on (B)(6) 2024. Blood glucose level was displayed hig at time of the event. Therefore, patient took correction bolus via pump. Infusion set was used for more than 48 hours. No further information was available.